Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6) .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), too much force was applied during the tug test that resulted in the tines getting straightened which resulted in parameters not being good. The device dislodged during the removal of the delivery system and was hanging on the outflow tract. Recapturing difficulties were noted where the delivery system could be aligned coaxially to the base of the device cup but still the device would not retract. The sheath was then introduced into the heart, which was used to thrust, to place the device into the cup. The device was eventually recaptured and removed. When observed externally, the tip of delivery system had creases and bends along with the deployment button getting stuck. The leadless ipg system was attempted not used and replaced. No patient complications have been reported as a result of this event.